Event description:
It was reported that the patient went to the hospital due to an atrial arrhythmia and fast rhythm. It was also reported that the device detected the arrhythmia as an episode of ventricular tachycardia and delivered inappropriate therapy, which accelerated the patient's rate resulting in ventricular tachycardia requiring a shock. The patient is a participant in the discovery study. The device stability and onset discriminators were reprogrammed and the patient's medications were adjusted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.